Event description:
It was reported that vessel dissection occurred. The patient presented with coronary artery disease and was undergoing percutaneous coronary intervention. The more than 90% stenosed target lesion was located in mildly calcified left anterior descending artery (lad). A 32 x 2.75 promus premier drug-eluting stent (des) was deployed to the distal part of the lesion. However, post deployment, a dissection was observed in the proximal part of lad. Another promus premier des was then deployed, and the procedure was completed. The patient was stable post-procedure.

Event description:
It was reported that vessel dissection occurred. The patient presented with coronary artery disease and was undergoing percutaneous coronary intervention. The more than 90% stenosed target lesion was located in mildly calcified left anterior descending artery (lad). A 32 x 2.75 promus premier drug-eluting stent (des) was deployed to the distal part of the lesion. However, post deployment, a dissection was observed in the proximal part of lad. Another promus premier des was then deployed, and the procedure was completed. The patient was stable post-procedure. It was further reported that the dissection was flow limiting. Additionally, a 2.75 x 20 promus premier des was placed to cover the dissection.